Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing post implant that resulted in delivery of inappropriate shocks in three separate episodes. The device was programmed to primary sensing vector. It was noted that the patient has sternal wires, however, the system was noted to be placed away from the wires. Review of sensing in primary and alternate vectors noted flat signals. The secondary vector showed a good morphology with occasional premature ventricular contractions (pvcs) that were double counted. The automatic setup process was completed and now chose secondary sensing vector. The device was left programmed to secondary and monitoring will be continued. No adverse patient effects were reported. This device remains in service.